Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in indiana reported via a fisher & paykel healthcare (f&p) field representative, that the pressure probes of several 950n60j f&p 950¿ neonatal bubble CPAP dual heated circuit kits would not stay in place during patient use. There were no reported patient consequences.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that the pressure probes of several 950n60j f&p 950¿ neonatal bubble CPAP dual heated circuit kits would not stay in place during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: bc100- CPAP bubble generator, part of the subject device 950n60j- bubble CPAP circuit kit is the reported device. Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: manufacturing date not provided by the customer. Method: the reported device, bc100 CPAP bubble generator along with the CPAP probe was returned to fisher & paykel healthcare in new zealand for investigation and were visually inspected. The dimensions of the lid and probe of each bubble CPAP were measured. Result: visual inspection of the returned device revealed that the bcpap lid retention feature was observed widened and the bcpap probe was observed loose which the grooves were not able to sit properly in between the retention features. Conclusion: based on the inspection, it is likely that the reported fault was due to the wider distance between the probe connection on the lid in the reported device. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and the use of a pressure manifold with the breathing circuit, to reduce the risk of unsafe circuit pressure. The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."